Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple motor errors during basal and bolus delivery. The customer stated that at time the insulin pump alarms motor error when the reservoir is empty or low. The customer stated that they had a cat scan a couple of months ago, but they do not recall if they removed the insulin pump during the procedure. The customer's blood glucose was 190 mg/dl. The customer does use the sensor feature. Troubleshooting was done; they were able to rewind the device. The customer stated that they were able prime the device and it started functioning, but they were advised that the device will need to be replaced due to safety concerns. The customer agreed. The discontinuation of the device was advised. Nothing further was reported.